Event description:
It was reported that the pump of the inflatable penile prothesis (ipp) has not worked as expected. A surgical procedure was performed and a hole was observed in the reservoir. All components were removed and replaced. No patient complications were reported in relation to this event.